Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was determined to be that the patient did not follow the procedure to ensure aseptic technique. The patient was retrained on the use of proper aseptic technique. Treatment for the peritonitis was not reported. The patient recovered and was discharged from the hospital 28 days after the onset of the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The specific date of birth was not available, however the reporter stated that the patient was born in 1972. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.